Manufacturer narrative:
During follow-up it was reported that during the lift, the patient became agitated and reached their arms out and leaned to their left side, causing the sling bar to tilt to the left. This further panicked the patient, causing them to grab the left sling strap that is attached to the sling bar. They managed to push the sling strap out of the sling bar, causing them to fall. Likorall overhead lift is intended for use in, health care, intensive care and rehabilitation. Likorall overhead lift is designed for fixed installation and free-standing lift systems. All common lifts and transfers can be performed using likorall overhead lift, for instance between bed/wheelchair, to/from floor, toilet visits, gait training, and together with stretchers. Likorall r2r (room to room) overhead lift enables the patient to be moved between two rail systems in separate rooms. Likorall overhead lift with the es designation is prepared for operation with the wireless handcontrol remote (ir) and in addition, a transfer motor can be connected for motor driven movement along the rail. Likorall s, irc overhead lift is prepared for continuous charging through the rail system. The device IFU states: ¿exercise care and caution during use. As a caregiver, you are always responsible for the patient¿s safety. You must be aware of the patient¿s ability to make it through the lifting situation.¿ an inspection of the lift performed by a baxter technician noted that no device malfunction was identified. The device and its accessories worked as intended. A bruise is an injury to tissues with skin discoloration and without breakage of the skin. Blood from the broken vessels accumulates in surrounding tissues, which may produce pain, swelling, and tenderness, and the discoloration is the result of blood seepage just under the skin. Most bruises heal without treatment, but cold compresses may reduce bleeding if applied immediately after the injury, and thus may reduce swelling, discoloration, and pain. In this event, the patient did not sustain permanent impairment of a body function or permanent damage to a body structure and the pain relief medication administered are not considered a medical intervention required to preclude permanent impairment of a body function or permanent damage to a body structure, which concludes no serious injury occurred. The use of the device has probably contributed to the reported non-serious event. However, there was no report of malfunction, and the device was found to be functioning as designed. If a similar event were to recur, it would be likely to cause or contribute to a serious injury or death. Prevention of this type of events is outlined in the device IFU as noted above.

Event description:
It was initially reported that during a transfer with a likorall 242 lift, the sling bar tilted to the left, the sling loop became unhooked, and the patient fell onto the floor. It was noted that x-rays were performed, and no fracture was identified. Bruises were observed on the patient's back and neck, and pain medication were required.